Event description:
A (B)(4) distributor contacted zoll customer support to report that a battery changer showed that battery sn (B)(4) was defective.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery defective) has been confirmed. Upon investigation the battery was unable to power up a test monitor. The cause of the battery failure was a blown battery fuse. The root cause for the blown fuse could not be positively identified. No adverse event resulted from the defective battery pack.